Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation below the rated burst pressure (rbp). The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. The device was attached to an encore inflation unit, and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified artery. A 10mmx2.75mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation below the rated burst pressure (rbp). The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.